Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump had alarmed four times for no delivery during bolus and basal deliveries. The issue persisted after changing the site. The blood glucose reading was 487 mg/dl. She was treated with manual injection. She was unable to troubleshoot for the issue due to the insulin pump not being available. The insulin pump was not replaced or returned for analysis.